Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the defibrillation system was explanted on (B)(6) 2018 because of an infection. Preliminary analysis revealed that the device has been sterilized and released according to all applicable procedures.

Event description:
Reportedly, the defibrillation system was explanted on (B)(6) 2018 because of an infection. Preliminary analysis revealed that the device has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report.